Manufacturer narrative:
It was reported that the resident was transferred to the wheelchair with the assistance of two personal support workers (psws). They began to pull the lift spreader bar, which caused the lift to tip to the side and hit one of the psws' head. One of two personal support workers sustained minor injury ¿ bruise on the forehead. No injury to the patient reported. After the event the device was inspected by an arjo technician. The device was working as intended, and no malfunction was found. According to the instructions for use maxi 500 (001.20815.en rev 17): ¿warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator, or patient. Doing so could cause incidents resulting in injuries.¿ it was confirmed by the facility¿s representative that during the patient¿s transfer, the caregiver was pulling on the spreader bar which might have disrupted the floor lift¿s stability and caused further tipping. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device was tipped during patient transfer.

Manufacturer narrative:
Additional information will be provide upon investigation conclusion.

Event description:
The patient was transfer with using maxi twin floor lift. It was reported when the caregiver pulled the lift back to the wheelchair the device tipped sideways and hit the caregiver.